Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the device had a damaged seal and there was a white residue on the handle and clinicians refused to use them. There was no patient involvement.